Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the cracked case and the power issue. Review of black box confirmed unexplained power on resets and recorded loss of prime both zero and non-zero force. Unable to complete down load due to power loss. There was visible moisture in the display. Attempted power up pump: vibrator and audio were functional, the display was not functional. Unable to test buttons, perform rewind, 24 hr, and audio test steps due to no display. Leak test failed due to crack in case and display lens leak. Crack in pump was in the upper left corner between the lens and the case seal. Removed pump from case and noted all internal surfaces were corroded, including force sensor. Use error cannot be discounted as contributory to this incident, as the damaged case was obvious to the user, and the user guide instructs that damage to the pump will impact the waterproof feature, and that a damaged pump should not be used.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient reported there was a crack found on the side of the display lens and the pump had been exposed to water in a swimming pool. The patient noted there was no moisture or corrosion in the battery compartment. The issue was not resolved. There was no patient injury associated with this issue.